Manufacturer narrative:
Device evaluation has not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system went into standalone mode. The site had to reboot the system three times in order to take a spin. There was a delay of less than one hour and no impact to the patient.